Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle was unable or difficult to prime. The following information was provided by the initial reporter: material no:329515, batch no: 0020482. Consumer reported, no insulin flow when priming date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-24. H6: investigation summary: customer returned a total of 50 auto shield pen needles. No identification was immediately available. The pen needles were visually inspected prior to testing. All of pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent insulin flow since the needle could not be properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending in this fashion may have occurred accidentally while the user was preparing the pen needles for use, potentially if the pen was not properly aligned with the cannulas. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that the pen needles had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needles were clogged since insulin would be unable to pass through the cannulas. H3 other text : see h10.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle was unable or difficult to prime. The following information was provided by the initial reporter: material no:329515 batch no: 0020482. Consumer reported, no insulin flow when priming. Date of event: unknown.